Event description:
It was reported that after eating a bagel with jam, the user¿s blood glucose increased to 313 mg/dl and then gradually decreased. Troubleshooting of insulin delivery showed a dry, intact infusion site, properly connected tubing, and immediate drops during a fill step, and the user reported no device alerts. Symptoms included hyperglycemia. Outcomes included return of glucose toward target as evidenced by a subsequent continuous glucose monitor value of 144 and no medical intervention or hospitalization. Investigation included guided troubleshooting of the infusion set and tubing connection, observation of priming function, and monitoring for delivery-related alerts or unexpected glucose rises. Investigation of this case revealed no malfunction of the ilet system or its components and no evidence of delivery obstruction, with findings consistent with postprandial hyperglycemia related to meal intake and announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal timing/announcement rather than a device malfunction.